Event description:
It was reported that a surgeon performed a laparoscopy, rso, left salpingectomy, cystoscopy, and bladder hydrodistension on a pt with interstitial cystitis, chronic pelvic pain and pelvic adhesions. At the conclusion of the procedure he instilled 300ml of intergel. The same day the patient developed pain and fever (temperature not available). The white blood count was 24,000. Urine culture showed e. Coli. Pt was started on levaquin and zosyn for pyelonephritis. Pt developed pleural effusions and ascites, vq scan was negative, CT x 2 showed ascites, blood cultures were negative. The problem is resolving, but the patient still has minimal pleural effusion on MRI, 2 weeks post-op.